Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The caller was the customer's diabetes care manager who received the information from the customer's daughter. The customer's daughter informed that the customer passed away in her sleep and it was not diabetes related. The customer's date of death was not provided. The caller stated that the daughter is very upset and will not know details. The customer's diabetes care manager will obtain the insulin pump from the family. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.